Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was having issues with sensor. The customer stated the sensor glucose is not available and electrodes were not visible when he removed the sensor from his body. The customer has had this issue for the last week with now on the 5th sensor. Advised to replace sensors.